Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter has a line through the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 9am. The patient manages his diabetes with an insulin pump. In response to the alleged issue, the patient indicated that during dinner time that evening, he continued with his usual dose of medication (dosage not specified). Eight hours after the alleged issue began the patient claimed he developed symptoms of high blood glucose, specifying he was nauseous and had ketones. The patient, however, denied receiving any treatment following the alleged meter issue. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time and that there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.